Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported that the navigation ring was not working. It is unknown if there was patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved.

Manufacturer narrative:
G4: 27apr2020. B4: 29apr2020. Additional information was received that this unit was never put into patient use and there was no patient involvement at the time of the reported failure. The customer confirmed that the touchscreen was functioning as intended and the navigation ring failure did not cause any unintended settings or parameters to change on their own without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.